Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty coupling charger with ipg and there was difficulty getting a charge. It appeared that the ipg was angulated in the pocket in such a way that the ipg has become deep. Ipg pocket swelling was also noted and patient was prescribed steroids. The swelling has gone down but the patient still had to lie in a certain position in order to charge. The patient will undergo a pocket revision.